Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that during an x-ray examination, this right atrial (ra) lead was found to be dislodged. The physician opted to adjust the slack of the lead during a revision procedure. No additional adverse patient effects were reported. This lead remains in service.